Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks. The pediatric patient experienced a skin reaction with lump, which occurred an unspecified day after the sensor had been inserted. The patient consulted a doctor on (B)(6) 2023 and they performed an incision to drain the pus. The reaction was treated with a prescription of an unspecified ointment and antibiotics. At the time of the report the skin reaction was improving. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.